Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. A drop in shock impedance measurements was noted during the delivery of the shocks, however no values were out of range. Boston scientific technical services discussed programming options with the field. At this time, no changes have been made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks. Data is currently being sent in for investigation. The s-ICD remains in service. No adverse patient effects were reported.